Event description:
The article, "real-life performance and clinical outcomes of portico transcatheter aortic valve with flexnav delivery system: one-year data from a single-center experience", was reviewed. The article presented a retrospective, single center study on one-year real-life data regarding tavr procedures using portico transcatheter heart valves (thvs) with new-generation, low-profile flexnav delivery systems (dss). Devices in this study were only portico valves, abbott. The article concluded the real-life data provided evidence of positive outcomes and high technical success with portico thvs and flexnav dss. Furthermore, the study found low rates of mortality and neurological events, with satisfactory hemodynamic and functional results. [The primary and corresponding author was abdullah yildirim, department of cardiology, adana city training & research hospital, university of health sciences, 01230 adana, turkey, with corresponding email: dr.yildirimabdullah@gmail.com]

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under separate medwatch reports. Summarized patient outcomes/complications of real-life performance and clinical outcomes of portico transcatheter aortic valve with flexnav delivery system and one-year data from a single-center experience were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, prior coronary artery bypass graft, prior coronary stenting, prior atrial fibrillation, prior mitral valve implant, diabetes mellitus, hypertension, prior neurological events, pacemaker, smoking, chronic lung disease, anticoagulant use, chronic kidney disease, chronic liver disease/cirrhosis, history of malignancy, mitral valve regurgitation, mitral valve stenosis, aortic regurgitation, tricuspid regurgitation. Some of the complications reported were death, myocardial infarction, acute kidney injury, bleeding, permanent pacemaker implant (surgical intervention), atrial fibrillation, left bundle branch block these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.